Event description:
A 28mm diameter x 16mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdomina aortic aneurysm. Aneurysm size is unknown. Vessel morphology was severe tortuosity with no calcification. It was reported that the physcian inadvertently placed the graft too low, resulting in a type 1 endoleak. The patient was seen two weeks post stent graft implant and the endoleak was resolved.